Event description:
It was reported that the urinary foley catheter was placed in the patient, but no urine flow was observed. After removal, saline was injected toward the tip of the catheter through the catheter, but no saline flowed out from the tip.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date on 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed manufacturing related. CAPA 11881143 was initiated to address the reported event. Received (7) photo samples. First photo sample shows top view of urine bag and catheter used for reported event. Second and third photo samples shows top view of catheter used. Fourth photo sample shows trifurcation site. Fifth photo sample shows end of balloon with deflated catheter. Fifth photo sample shows inflation cap. Sixth photo sample shows top view of tray packaging. Seventh photo sample shows top view of document written in native language. Visual inspection of the sample noted inflated the catheter balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100 ml distilled water), and no leaks observed. With syringe attached the balloon deflated passively with no issues. Attempt to flush the drainage funnel and the solution did not advance through the lumen observed a blockage in funnel on the return sample. This is out of specification which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". No actions can be taken at this time since a root cause was not identified. DHR was not required as the CAPA 11881143 is applicable for this product lot number. The scope of CAPA 11881143 is applicable for this product lot number. Therefore, labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urinary foley catheter was placed in the patient, but no urine flow was observed. After removal, saline was injected toward the tip of the catheter through the catheter, but no saline flowed out from the tip.

Event description:
It was reported that the urinary foley catheter was placed in the patient, but no urine flow was observed. After removal, saline was injected toward the tip of the catheter through the catheter, but no saline flowed out from the tip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.